Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120287.

Event description:
It was reported that the patient's lead exhibited noise. No interventions were performed. The patient's condition was unknown.